Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer declined a pump replacement at this time as they are waiting for their warranty to end in order to receive a new pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.